Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent 5 weeks of rehabilitation. The recipient¿s performance improved and tinnitus decreased. The recipient will continue to be monitored by the clinic. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing electrode migration and tinnitus. External equipment was exchanged, however, the issue is not resolved. The recipient was prescribed cortisone. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly not explanted. On (B)(6) 2017, the recipient's device was repositioned. The recipient is still experiencing tinnitus, decrease in performance, and balance issues. The recipient will be treated at a rehabilitation hospital for 3 weeks.

Manufacturer narrative:
The recipient's device was explanted. During surgery it was noted that scar tissue had twisted the electrode. The recipient's tinnitus is resolved.